Manufacturer narrative:
The user facility submitted medwatch 4100120000-2022-8022 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution was leaking. The event was further described as, ¿blood back up and fluid leaking out of lowest clave port¿. This event occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing; and the results were satisfactory. No leaks or blockage was observed. Additional pull test was performed and no separation was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.